Manufacturer narrative:
The investigation revealed that after the workmate claris (B)(4) software upgrade, the workmate claris dws screen turns black/blank and the user needs to reboot the system to regain functionality.

Event description:
During the procedure, the claris system shutdown and both screens went black. The system required a reboot. After rebooting, the procedure was completed with no adverse consequences to the patient.